Manufacturer narrative:
Additional information: on (B)(6) 2016 the lens was exchanged with a smaller lens. After this secondary surgical intervention, pupil was mid-dilated and non-reactive. Device evaluation - the lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Patient code - (B)(4) secondary intervention, exchanged lens. Mid-dilated and non-reactive. Work order search - no similar complaints were reported for units within the same lot. Corrected data: the correct report source country is the (B)(4) . (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+2.5/088 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault and will be explanted. The pupil was large and sluggish. The lens remains implanted.